Event description:
It was reported that the patient claimed the device was "toning." Review of the carelink data indicated that there was no indication of the patient alert tones sounding. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.